Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported d10, h6, h7, h9, and h10. Corrected information is reported in g3. The date aware for the initial MDR is corrected to 09dec2020. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. Therefore, it¿s unlikely that the reported issue was caused by manufacturing defect. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
This report is being updated to reported corrected and additional information. G3: the date aware for the initial MDR is corrected to 09dec2020.

Event description:
Corrected information: the procedure performed was an endoscopic retrograde cholangiopancreatography (ercp). Additional information: the patient was discharged home post-procedure as planned. Over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The customer attributes these similar events to cracked caps (maj-2315). Customer reports speaking with the team, and they did report having difficulty in the beginning with cracking the caps. The caps were changed if they were found to be cracked. The customer also reported discovering a few caps were cracked when coming out of the packaging.

Manufacturer narrative:
This report is being submitted to report the customer's experience and investigation findings. The actual complaint device was not returned to olympus for evaluation, however, an unopened device from the same production lot was returned for evaluation. Physical evaluation of this device reveals: replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. No abnormalities such as damage were found in the unopened items of the same lot that were sent. DHR review was performed for the provided lot number and the manufacturing records since production started. There was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, olympus tested a new distal cover in our stock and verified that it conforms to the product specification. Therefore, it¿s unlikely that the reported issue was caused by manufacturing defect. Cause analysis: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It is reported after an unspecified procedure using a tjf-q190v scope and a maj-2315 disposable distal cap, upon withdrawal of the scope, tissue was discovered in the disposable distal cap. The patient required no medical or surgical intervention as a result of this occurrence.